Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), abdominal pain upper ("pain in the gallbladder region"), dizziness ("dizziness"), vomiting ("vomiting"), constipation ("constipation"), fatigue ("tiredness"), myalgia ("muscle aches"), headache ("headaches"), dyspepsia ("digestive problems"), oral herpes ("cold sores"), candida infection ("candidiasis") and alopecia ("hair loss") and was found to have blood prolactin increased ("high prolactin levels"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, hypersensitivity, abdominal pain upper, dizziness, vomiting, constipation, fatigue, blood prolactin increased, myalgia, headache, dyspepsia, oral herpes, candida infection and alopecia outcome was unknown. The reporter considered abdominal pain upper, alopecia, blood prolactin increased, candida infection, constipation, dizziness, dyspepsia, fatigue, headache, hypersensitivity, myalgia, oral herpes, pelvic pain, swelling and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), abdominal pain upper ("pain in the gallbladder region"), dizziness ("dizziness"), vomiting ("vomiting"), constipation ("constipation"), fatigue ("tiredness"), myalgia ("muscle aches"), headache ("headaches"), dyspepsia ("digestive problems"), (B)(6), candida infection ("candidiasis") and alopecia ("hair loss") and was found to have blood prolactin increased ("high prolactin levels"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, hypersensitivity, abdominal pain upper, dizziness, vomiting, constipation, fatigue, blood prolactin increased, myalgia, headache, dyspepsia, (B)(6), candida infection and alopecia outcome was unknown. The reporter considered abdominal pain upper, alopecia, blood prolactin increased, candida infection, constipation, dizziness, dyspepsia, fatigue, headache, hypersensitivity, myalgia, (B)(6), pelvic pain, swelling and vomiting to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.